Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was explanted due to it was exhibiting failure to capture. A new lead was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.